Event description:
It was reported that the pst cable wasn't responding prior to a case. Subsequent information was received on (B)(6) 2012, indicating the site cancelled the superdimension case. The patient was under general anesthesia. There was no harm or injury to the patient reported.

Manufacturer narrative:
Method, conclusions: device not received for evaluation to date. One component of the system, the patient sensor triplet (pst) was sent to the site as a replacement. The patient sensor triplet (pst) was returned for analysis. Functional tests found the patient sensor triplet performed according to specification. There was no harm or injury to the patient reported. In an abundance of caution we are filing this MDR because of the additional risk associated with multiple exposures to general anesthesia.